Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "incompatible sensor" message on the adc device. The customer was unable to obtain readings and experienced a loss in balance, seizure, and loss of consciousness. The customer was seen by a healthcare professional who determined their blood glucose was "over 300 mg/dl" and administered unspecified injection for treatment. The customer was also provided with an unspecified pain medication. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving an "incompatible sensor" message on the adc device. The customer was unable to obtain readings and experienced a loss in balance, seizure, and loss of consciousness. The customer was seen by a healthcare professional who determined their blood glucose was "over 300 mg/dl" and administered unspecified injection for treatment. The customer was also provided with an unspecified pain medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.